Manufacturer narrative:
(B)(4) infection occurred. Wound dehiscence occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent spinal surgery on unknown date between (B)(6) 2010 and (B)(6) 2011, and the suture was used. Following the procedure, that the patient experienced infection identified by the presence of erythema, induration, pain, and culture-positive discharge of serous or contaminated fluid, and, probably, wound dehiscence. Additional information has been requested.